Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to question the accuracy of the replacement animas insulin pump. According to the reporter, the patient¿s blood glucose readings have been elevated since he has been on the subject pump. His blood glucose was nearing 600 mg/dl with symptoms of lethargy, headaches, ketones, and excessive thirst. In addition, the patient had bouts of seizures while on his pump therapy. Reportedly, the patient received insulin via syringe when his blood glucose was elevated. Subsequently, the patient discontinued insulin treatment with the subject insulin pump and used a loaner. All the setting from the subject pump was programmed on the loaner pump. The patient¿s blood glucose readings reportedly were well controlled with the loaner pump. The alleged inaccurate delivery issue was not resolved during troubleshooting. It was noted that the basal segments and advance feature was programmed as intended. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl and symptoms of hyperglycemia while on insulin pump therapy. The animas pump was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.